Event description:
It was reported that during a da vinci-assisted surgical procedure, there was error c-34 on monopolar. The customer tried to reboot the system and the erbe generator, but the error persisted. Intuitive surgical, inc. (Isi) technical support engineer (tse) asked the customer to replace the monopolar cable and change the setting from swift to auto to solve the issue. The surgeon elected not to use the erbe generator and continue the procedure with forcetriad generator. The procedure was completed with reported of patient injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the integrated electrosurgical unit (iesu/erbe) to resolve the reported issue. System tested and verified as ready for use. A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. However, isi has not received the product involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the integrated electrosurgical unit (iesu) and completed the device evaluation. The unit was analyzed and the reported failure (error c-34 on erbe) was confirmed and reproduced.

Event description:
Refer to h10/h11 for follow-up information.